Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient had pain in left thigh. Ultra sound scan showed liquid cyst ( 5x4, 8x4, 4cm) around the implant. Update 12 october 2012 - confirmation received that patient was revised on (B)(6). Femoral head and metal liner were removed.

Manufacturer narrative:
It has been reported that the patient has been revised. The product, blood, and tissue samples have been made available for examination and have been sent to a qualified laboratory. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause. The complaint will be closed with outstanding analysis and upon finalization of the evaluation, the complaint will be reopened and updated with results.